Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-35816.

Event description:
It was reported that, during a homium laser enucleation of the prostate procedure, it was found that the console was noisy and there was a degradation in energy. No error messages were displayed in the console screen and case saver mode was not prompted. The power was low because the fiber and debris shield were broken. It is not known how it was identified the console was emitting low power. The console was replaced, and the procedure was completed. This report is for the fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-35816.

Event description:
It was reported that, during a homium laser enucleation of the prostate procedure, it was found that the console was noisy and there was a degradation in energy. No error messages were displayed in the console screen and case saver mode was not prompted. The power was low because the fiber and debris shield were broken. It is not known how it was identified the console was emitting low power. The console was replaced, and the procedure was completed. This report is for the fiber.